Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2016-02347 and 2134265-2016-02727. It was reported that automatic pullback failure occurred. The motor drive unit (mdu) was used in conjunction with an opticross¿ imaging catheter and a sled. During a percutaneous coronary intervention (pci), it was noted on post pullback image disappeared and auto pullback stop. The procedure was completed with another with same opticross. No patient complication was reported and the patient's condition is good.